Event description:
Syringe was defective: black plunger and syringe deformed.======================manufacturer response for periflex continuous epidural anesthesia tray, periflex (per site reporter).======================we are calling the manufacturer.